Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had alarmed stuck button. Troubleshooting was performed. The customer¿s blood glucose level was 5.4 mmol/l at the time of the incident. It was explained to the customer that the alarm occurs if there was a button pressed down for more than three minutes. It was reported that the customer felt that the alarm happened during sleep and that they were able to clear the alarm and has had no issues since. The buttons were responding. It was reported that the customer was advised monitor and call back if the issue recurred. The insulin pump will not be returned for analysis.